Manufacturer narrative:
A covidien technical support engineer (tse) assisted the customer with troubleshooting the device via phone. The tse recommended the customer to perform an extended self test (est), complete calibrations, and operate the ventilator on a test lung. The customer reportedly performed calibrations and ran the ventilator on a test lung for a two day period without incident. The customer performed est on the device, all tests passed. (B)(4).

Event description:
A report received from the USA contained info stating that, while in use on a patient, an 840 ventilator experienced a severe occlusion alarm. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The date of the event is unk.